Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that it was taking the patient too long to charge their implantable neurostimulator (ins) as they were getting poor coupling. The consumer stated that the patient had issues with recharging since they were implanted on (B)(6) 2011. It was reported that the patient would have to charge for hours each day and had issues keeping the eight coupling boxes, which was why their ins was currently depleted and needed to be jumpstarted. The consumer stated that the patient would have to put a book on the antenna to keep it in place and to keep the eight coupling bars. It was reviewed how the number of efficiency bars would affect recharging time and it was suggested that the patient try using adhesive desks. The consumer stated that the patient was too large to use the belt, so it didn¿t work from them. Troubleshooting was not possible at the time of the call as the patient¿s ins was currently in an overdischarged state and needed to be jumpstarted by a manufacturer representative. It was noted that the ins battery had been depleted for at least three months. The consumer stated that the patient met with a manufacturer representative on the date of this report, but they didn¿t have enough time to get the device out of the overdischarge state and clear the power on reset (por). Additional information was received from the consumer on (B)(6) 2017. It was reported that the manufacturer representative was able to bring the device out of overdischarge and cleared everything. The consumer stated that the device was working fine now, but the patient was still having to charging every day. When mentioning that issue to the patient¿s healthcare provider (hcp) and manufacturer representative, they were told that the patient may be a candidate for a replacement soon. The hcp didn¿t find any issues with the device but charging every day is not what the patient had to do in the first few years after they got the device. No patient symptoms were reported and there were no further complications. Indication for use is non-malignant pain.